Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. The additional graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid right coronary artery. A 4.5x19mm rx graftmaster covered stent was being advanced but failed to cross due to anatomy. Then a 3.5x19mm rx graftmaster was advanced and also failed to cross due to anatomy. Another unspecified covered stent was used to successfully seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.